Event description:
After placement of the tibial screws, the physician tried to release the compression wheel, but found that it was locked in place. He then tried to remove the compression rods manually using a t-handle and under power. He was unable to free either rod despite repeated attempts. Eventually, sterile bolt cutters were used to cut the rods at which point the physician was able to remove them. The compression rods were observed to be visibly bent.